Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensed noise that were suspected to be caused by electromagnetic interference (emi). Further review confirmed that the patient was using a massage-like device at the time of the episodes, establishing emi as the source of the observed noise. Technical services (ts) recommended that the patient discontinue use of the device, as it is not approved for individuals with a cardiac implantable electronic device. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.